Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had button error. The customer's blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.